Event description:
Per information received from health care provider, patient was diagnosed with mitral valve insufficiency, coronary artery disease, urinary retention, and tricuspid valve insufficiency. Summary of procedure: mitral valve repair, tricuspid valve repair, ascending aortic dissection repair, and coronary artery bypass grafting. Detail of procedure: this is an (B)(6) man with congestive heart failure symptoms due to mitral insufficiency and coronary artery disease. He was taken to the operative room and underwent surgery. At the conclusion of his initially planned surgery, he developed a type 1 ascending aortic dissection. This was believed to be secondary to the antegrade aortic cannulation site. The ascending aorta was repaired. At the conclusion of the surgery, patient has significant coagulopathy and a right ventricular dysfunction. This was believed to be secondary to myocardial swelling and pulmonary hypertension. His chest was left open and he was taken to the intensive care unit. In ensuing 6 hours, he was resuscitated with blood and blood products. His hemodynamics began to become more unstable and he had profuse mediastinal drainage. Family elected to make him comfort care and he expired. According to the surgeon, the edwards device did not cause or contribute to the patient's death.

Manufacturer narrative:
According to the surgeon, the edwards device did not cause or contribute to the patient's death.

Manufacturer narrative:
Device not returned. The patient also had another device implanted; please reference the other medwatch report filed under patient (B)(6). Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately one day. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.